Event description:
It was reported that the customer had high blood glucose levels of 201 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been exposed to sweat. The customer also reported that the insulin pump was not picking up the sensor. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.